Event description:
It was reported to bsc/target that during the procedure the microcatheter became dislodged as the gdc 10-ultrasoft stretch resistant coil synerg detection circuit was being passed through the catheter. Removed gdc 10-ultrasoft stretch resistant coil synerg detection circuit but the pusher wire end came out without any resistance. During screening, it was realized that the end had become detached. Part had come out and part was still in the microcatheter. The coil was left in a small blood vessel; it was completely stretched. The pt was neurologically fine. The pt was brought back into the dept the next day to check the location of the coil. On screen it was noted that it had coiled up and had occluded the vessel. The pt remained well.